Event description:
It was reported approximately five years, three months following the implant of this transcatheter aortic bioprosthetic valve, the patient¿s mean gradient was reported to be increased (37mm hg). Of note, the previous gradient findings were not reported for comparison. Anticoagulation medication was initiated. The patient was reported to be symptomatic; however, no symptoms were reported. Additional information was received that the aortic valve had a mean gradient of 58 millimeters of mercury (mm hg), with moderate-severe aortic regurgitation. In addition, holodiastolic flow reversal was observed in the descending aorta. It was further reported that annular calcification was present on the mitral valve with mild regurgitation. Mild tricuspid regurgitation with a right ventricular systolic pressure (rsvp) of 30 mmhg was also observed. Additional information was received to report the moderate-severe aortic regurgitation was central regurgitation.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the aortic valve had a mean gradient of 58 millimeters of mercury (mm hg), with moderate-severe aortic regurgitation. In addition, holodiastolic flow reversal was observed in the descending aorta. It was further reported that annular calcification was present on the mitral valve with mild regurgitation. Mild tricuspid regurgitation with a right ventricular systolic pressure (rsvp) of 30 mmhg was also observed.

Event description:
It was reported approximately five years, three months following the implant of this transcatheter aortic bioprosthetic valve, the patient¿s mean gradient was reported to be increased (37mm hg). Of note, the previous gradient findings were not reported for comparison. Anticoagulation medication was initiated. The patient was reported to be symptomatic; however, no symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.